Manufacturer narrative:
The customer was provided a quote for service but has not responded to the quote. The quote has expired, no additional information has been provided, and no work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the blood pressure readings are out of alignment. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the blood pressure readings are out of alignment. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.